Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing o-ring.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that a part of the reservoir compartment was missing. The customer's blood glucose was 409 mg/dl at the time of incident. The customer's blood glucose was 176 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer declined to troubleshoot for high blood glucose. The customer declined to perform high pressure test. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.